Manufacturer narrative:
Additional information: h6 (patient code). Device evaluation: one cadd legacy 1 pump was returned for analysis due to alarming with no error message. The event history showed no error code but showed a high-pressure alarm, an upstream occlusion detected and stop messages. A functional check and visual inspection were performed. The reported issue was not duplicated. It was recommended that the downstream occlusion sensor and upstream occlusion sensors be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump was alarming with no error message. The patient switched to the cassette to the back up pump and the back up pump began to alarm. There was no reported adverse events.